Manufacturer narrative:
No unexpected failed battery test alarms, no delivery or occlusion alarms or insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Tested with a test p-cap and the test p-cap locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that had experience to hyperglycemia. Customer's blood glucose level was 535 mg/dl. Customer treated with manual injection. Customer reported that the insulin pump had failed battery test. Customer stated that insulin pump error occurred and self test pass. The insulin pump will be returned for analysis.